Event description:
It was reported that at implant, there was positioning and fixation issues as the helix of the right ventricular lead would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was noted that the inner insulation was kinked buckled, there was blood in/on the helix/lobe mechanism, and the lead was damaged at implant.